Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance anomaly. Another lv lead was implanted to complete this procedure. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance anomaly. Another lv lead was implanted to complete this procedure. Additional information from the field representative provided this lv lead had dislodged. Lead dislodgement resulted in loss of capture. No additional adverse patient effects were reported.